Event description:
It was reported that nurse was trying to use the arctic sun device for the first time. The screen was asking for a password. Nurse tried turning device off and on while plugged into wall. This did not resolve the issue. They had already started therapy on another device and state there were no issues now. Nurse would send this device to biomed. Per follow up information received on 27sep2022, the device was sent to biomed. Spoke with someone in biomed and was told that the device's failure was due to out of box failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse was trying to use the arctic sun device for the first time. The screen was asking for a password. Nurse tried turning device off and on while plugged into wall. This did not resolve the issue. They had already started therapy on another device and state there were no issues now. Nurse would send this device to biomed. Per follow up information received on 27sep2022, the device was sent to biomed. Spoke with someone in biomed and was told that the device's failure was due to out of box failure.